Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called stating that his last battery only lasted a week, and this morning his device alarmed failed battery test. Customer's blood glucose level was 125 mg/dl. Customer was advised that batteries vary in reliability. During trouble shooting, it was found that the contacts on the battery cap were damaged. A replacement battery cap was sent. Customer was advised to monitor the device and to revert to his back up plan until the replacement cap arrives. Nothing further reported.